Event description:
The customer reported that the system is not saving patient images.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep replaced the hard drive and reloaded the release 14 software. The system is operating as intended.